Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found that the barco switches to the racks were not passing video. To resolve the issue, the technician rebooted the barco switches. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures two of their hexavue ip custom room racks were showing alarm "waiting for video router." No report of injury or procedure delay.